Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate cyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not expand or deploy, it did not come out of the delivery system. The procedure was completed by replacing and using a non-boston scientific device through the initial puncture site. There were no patient complications reported as a result of this event. The patient was reported to be fully recovered.